Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's data synchronization failure was caused by mismatch in change tracking values between the station and server database along with retry mode issues in purge statistics. A technical support specialist (tss) dialed into the station and server, analyzed debug and synchronization logs, identified retry mode and communication issues, performed corrective actions including stopping synchronization, clearing error records on server, executing transaction and snapshot scripts, truncating core operation tables, restarting synchronization, validating data transfer and real-time reporting, and confirming successful recovery with the customer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that the bd pyxis¿ medstation¿ es required manual recovery due to data synchronization failure, resulting in incorrect medication amounts reporting to the main pharmacy and upload failure for an extended duration. The customer reported data synchronization failure was deemed as reportable event. However, there were no delay to patient care and adverse events or injuries reported based on this incident.